Event description:
It was reported that "patient received a 26mm head in a 28mm ID uh1 bipolar implant. It dislocated. Patient went back in 2008 where a 28mm head along with new implants were implanted."

Manufacturer narrative:
Na.